Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Initially it was reported that when the physician removed the catheter and while exchanging the sheath, blood was noticed in the casing. Also, when coming on ablation, high force readings displayed on the carto 3 system. The catheter was replaced, and the issue resolved. There was no patient consequence. The device was inspected and the pebax was found damaged with metal exposed also, reddish material was observed inside. The device was visually inspected, and it was found in good conditions. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, during the test, no temperature values were observed on the stockert generator, for this reason, the force feature was unable to performed, however, no errors were observed during the carto test. Then, electrical test was performed on the catheter and it was found within specifications, however, the thermocouple values were found out of specification. A failure analysis was performed, and it was found that there is an electrical intermittence on the tip area creating the temperature issue. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The electrical wire breakage issue does not represent any patient safety impact since the device is unable to deliver radio frequency energy to ablate. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # : (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30154929l number, and no internal actions related to the reported complaint condition were identified. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was reported that pebax sleeve was damaged with metal exposed. Initially it was reported that when the physician removed the catheter and while exchanging the sheath, blood was noticed in the casing. Also, when coming on ablation, high force readings displayed on the carto 3 system. The catheter was replaced, and the issue resolved. There was no patient consequence. Additional information was received on march 27, 2019 stating the issue was observed in the ablation catheter tip area and a picture was provided. The blood (foreign material) noticed in the pebax was assessed as not reportable as there was no damage to the pebax integrity that could cause the foreign material to travel into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The high force reading was also assessed as not reportable as the issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation on april 4, 2019, and it was noted that the pebax sleeve was damaged with metal exposed approximately 8 mm from distal of the tip dome. The opposite side had more damaged areas starting approximately 5 mm from the distal end of the tip dome. The second visual review of the catheter it was confirmed that there was a hole on the pebax with metal exposed and reddish brown material inside. The issue of foreign material inside the pebax with external damage was assessed as a reportable event. Therefore, the awareness date for this reportable lab finding is april 4, 2019.